Event description:
Additional information from the patient indicated that the cause of the issue is unknown. They use a towel between clothing when charging, which helps to reduce the device getting hot. Patient indicated they had a corrective revision on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed: recharge antenna failure. Intermittent no device found message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for a while they have noticed that their implant and skin feel hot. Caller noted that the recharger paddle and cord feel hot while recharging the implant as well, but the implant itself and surrounding skin feel hot all the time. Caller stated they charge the implant every day and wondered if that had anything to do with it since the implant and skin don't have time to cool down in between recharges. Caller added that they were told they'd have to charge the implant once a week, but they run their settings high to cover their pain and have to recharge every day. Caller noted that they can touch the cord and paddle and it doesn't feel like it's burning hot, but it's warm. Agent reviewed recharging expectations and temperature changes with patient. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2024 patltr, rtg0643160 /update: additional information from the patient indicated that the cause of the issue is unknown. They use a towel between clothing when charging, which helps to reduce the device getting hot. Patient indicated they had a corrective revision on (B)(6)2024. *info regarding revision in (B)(6) 2023 included in pe 707154334 (B)(6) 2024 rtg0643160 (con): no new information. (B)(6) 2024 patltr1 (con): no new information. (B)(6) 2024 rtg0643160 (con): pt called back stating they spoke to their manufacturer representative, who said to call for a controller battery since it was not working. Today when they were recharging the ins it was not charging so they reset the controller it started working again but it took a couple hours to charge when it should not take that long. During call pt verified no damage to the controller charging port or to the rtm. Pt reset the controller and blew into the controller charging port. Pt noted they have called in more than once and received paperwork to the controller and recharger because the rtm antenna and the controller battery was getting warm when they recharge the ins; pt kept getting letters from the manufacturer about it too. The pt had to get a revision this september because their leads had moved. Pt thought in (B)(6) 2024 was when they got an x-rayswith the surgeon who handled the revision and noticed the leads moved.

Manufacturer narrative:
Continuation of d10: product type product ID 977a260 lot# serial# (B)(6) , implanted:(B)(6) 2023, explanted: product type lead product ID 977a260 lot# serial# (B)(6) ,implanted:(B)(6) 2023,explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating they spoke to their manufacturer representative, who said to call for a controller battery since it was not working. Today when they were recharging the ins it was not charging so they reset the controller it started working again but it took a couple hours to charge when it should not take that long. During call pt verified no damage to the controller charging port or to the rtm. Pt reset the controller and blew into the controller charging port. Pt noted they have called in more than once and received paper work to the controller and recharger because the rtm antenna and the controller battery was getting warm when they recharge the ins; pt kept getting letters from the manufacturer about it too. The pt had to get a revision this september because their leads had moved. Pt thought in (B)(6) 2024 was when they got an x-rays with the surgeon who handled the revision and noticed the leads moved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating they spoke to their medtronic rep, who said to call for a controller battery since it was not working. Today when they were recharging the ins it was not charging so they reset the controller it started working again but it took a couple hours to charge when it should not take that long. During call pt verified no damage to the controller charging port or to the rtm. Pt reset the controller and blew into the controller charging port. Pt noted they have called in more than once and received paper work to the controller and recharger because the rtm antenna and the controller battery was getting warm when they recharge the ins; pt kept getting letters from medtronic about it too. The pt had to get a revision this september because their leads had moved. Pt thought in june 2024 was when they got an x-rays with the surgeon who handled the revision and noticed the leads moved. Pt noted they also had a revision in june 2023 and got a new ins battery, the reason for the revision was because their old ins was too old and had to be replaced. Agent closed case.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that for a while they have noticed that their implant and skin feel hot. Caller noted that the recharger paddle and cord feel hot while recharging the implant as well, but the implant itself and surrounding skin feel hot all the time. Caller stated they charge the implant every day and wondered if that had anything to do with it since the implant and skin don't have time to cool down in between recharges. Caller added that they were told they'd have to charge the implant once a week, but they run their settings high to cover their pain and have to recharge every day. Caller noted that they can touch the cord and paddle and it doesn't feel like it's burning hot, but it's warm. Agent reviewed recharging expectations and temperature changes with patient. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: unknown); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 : code updated h7 <(>&<)> h9 : updated product ID : updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.